Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 5.1 and 5.2 were not detected on the bus. A field service engineer reseated the cables on the back boards and checked the drawers in hardware test application, drawers and cubies were working fine in hardware test application, the customer successfully did inventory for both drawers. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a cubie drawer failure. The customer reported that the cubie drawer was not detected on the communication bus. There was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.